Manufacturer narrative:
The associated device was returned and evaluated. A review of complaint history revealed three other complaints for this batch/failure mode. A dimensional analysis verified the patella¿s pegs to have been manufactured out of the designed positional specifications. Subsequent to the findings of this complaint, a field action has been launched for the removal of this batch from the market. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. We will continue to monitor for future complaints and investigate further as needed. For the complaint investigation, no additional actions are being taken at this time.

Manufacturer narrative:
.

Event description:
It was reported surgery time was extended more than thirty minutes due to the pegs not aligned with the prepared holes.